Event description:
Additional information was received that noise resulting in oversensing was observed on the rv lead.

Event description:
It was reported that; noise was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.